Event description:
This lead has an unknown implant, and explant information. A call to technical services on 05/20/2014, states that the lead had an unknown issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).